Event description:
It was reported that during an unspecified spine surgery, it was observed that the ¿bit¿ was not turning when in use with the motor device. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control failed. Therefore the device would not rotate with the hand control device. Therefore, the reported condition was confirmed. It was noted that the device passed all other specifications. It was determined that this was due to damage to the flex circuit from not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.